Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that undersensing, oversensing and no capture was noted on the atrial lead. The lead was explanted and replaced. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event.